Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle (rv) lead exhibited a high capture threshold. While repositioning the rv lead, it was found that the lead helix was failing to be extended. The rv lead was not used. The physician continued to use second rv lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual inspection, x-ray examination and electrical tests were performed were normal, with no anomalies found. The cause of the reported event was isolated to the helix being clogged with blood/tissue.